Manufacturer narrative:
On 1/13/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/5/2020, mentor became aware that date of explant was on (B)(6) 2020 with confirmed left side rupture. Hence, explantation date has been added as (B)(6) 2020 under field d7 on this form. The patient removed her implants and did not replace them. Since only left side rupture was confirmed, device code has been updated from "material rupture" to "adverse event without identified device or use problem" on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the implant was also ruptured upon explantation at an unknown date. Additional follow-ups are in progress, and when additional information is received, supplemental report will be submitted. Following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field h6 device code "material rupture" has been added - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 300cc mentor memorygel breast implant on both sides and was presented with bilateral capsular contracture; baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.